Event description:
Customer states the device and base unit have contactors that are melted and shows signs of electrical burning. A request was made for the return of the suspect device and replacement product was sent.